Event description:
During implant, the lead was damaged when the stylet could not be removed. A new lead was implanted. The patient had no adverse consequences.

Manufacturer narrative:
Upon analysis, the connector pin was found pulled out of the connector assembly consistent with excessive forces during implant procedure. The cap was found in place and intact in the connector assembly. The ptfe coating of the stylet was found stripped off and bunched up/clogged inside the inner coil distal to connector pin which likely caused the complaint. Electrical testing did not find any indication of conductor fractures or internal shorts.